Event description:
A report was received from (B)(6) stating that a tracheal tube cuff didn't inflate with a normal volume of air. A second tube was then selected and experienced the same problem. There was no pt involvement. Cross reference related (B)(4); MFR# 2936999-2014-00468.

Manufacturer narrative:
(B)(4). The sample associated to this report was not received for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out. We are unable to determine the cause for this specific event however; manufacturing has performed previous investigations and efforts have been documented in corrective and preventative action. Info has been added to the database for trending purposes.